Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on the patient. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
The evaluation of the device has not been completed.